Manufacturer narrative:
Patient's age and weight are unknown. The device was visually and functionally evaluated and performed according to specifications. The root cause of the reported event could not be ascertained.

Event description:
In a laparoscopic sigmoid colectomy procedure, after the i45v stapler had been clamped on tissue, pressing the open and close buttons on the device produced no effect. The battery was subsequently replaced, and the clamping section opened automatically. The device was then removed through the trocar site.